Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose were not low. Customer stated sensor glucose was 52 and blood glucose was 115 mg/dl. The customer was advised that the sensor not being situated properly will prevent the sensor from properly tracking changes in the glucose. The customer was also advised to turn the sensor feature off. The customer was advised to reconnect the sensor when they are awakened. The customer was advised to enter the blood glucose reading into the pump immediately after testing the blood glucose. The customer will be sent a replacement sensor.